Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot(p) and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that battery cap cracked and cant get off the pump. The customer¿s blood glucose level was 89 mg/dl at the time of incident. Customer stated that the reservoir not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.